Event description:
During the procedure, a cook instinct endoscopic hemoclip was used. The clip would not close onto the targeted site. A clip made by another manufacturer was used to finish the originally intended procedure. Our laboratory evaluation of the returned device confirmed the drive wire disconnected from the handle. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The drive wire separated inside the handle. The proximal end of the drive wire was bowed but the bowed length appeared very short. Therefore the drive wire may not have been fully inserted through the insert prior to the assembly of the securing component. This device was returned to the approved supplier for further evaluation. The supplier provided the following information. As received, the upper and lower spool was separated and loose in bag (due to cook initial evaluation). The end of the drive wire was bent slightly with a mark where the securing component had contacted the wire. The drive wire was protruding 1.2¿ into the stem slot. Typical devices have the drive wire protruding approximately 1.4¿ into the stem slot. The bottom of the securing component threads were sheared with more thread build-up at the distal hole of the insert. There were thread interruptions of the insert at this distal hole made by the drive wire. The proximal hole in the insert showed the securing component threads fully covering the hole. There were no thread interruptions of the insert at this proximal hole made by the drive wire. It appears that the end of the drive wire did not pass through the proximal hole of the insert before securing of the securing component. After the securing component was fully secured to specification, the wire was only captured in the distal hole of the insert which reduced its mechanical joint strength. This is due to the drive wire being cut approximately 0.2¿ shorter than normal during the manufacturing process. No other defects were observed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: the investigation concluded the drive wire was not completely inserted through both sides of the securing insert. As a result, the drive wire to the handle joint strength may not have been able to withstand forces needed to properly close and/or deploy the clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Correction action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment quality assurance will continue to monitor for complaint rends and reassess the risk assessment results as post market feedback continues to become available.